Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged. In addition to the reportable malfunction, the following were noted: the air/water supply was restricted from the clogged nozzle; there was no image and the device was producing scope communication error code e216; there was a cut at switch 1; the switch unit had a crack; the angulation control knobs had excess play; the distal end plastic cover had chips; the objective lens and light guide lens were cracked and the adhesives were peeling; the bending section cover adhesive had a crack; the insertion tube had snakiness and scratches; the air water supply was restricted from the clogged nozzle; the light guide tube was scratched. Additionally, advanced diagnostics found fluid invasion in the following components: scope connector, grip, scope cover, and bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that that when plugging in the evis exera iii colonovideoscope, it was glitching and losing visuals. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however due to leakage from the switch unit, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information receive from the customer: the procedure was a colonoscopy which was completed with the same device after a 1-2 min delay to turn off/back on. The error message displayed was "blue screen message to call olympus.